Event description:
It was reported that low pacing impedance was noted after the fixation portion or the initial implant of a right ventricular leadless pacemaker (lp). Device was successfully implanted. Seven hours after the procedure ended, loss of capture was exhibited by the lp. An x-ray confirmed the device had migrated to the inferior vena cava. The lp was explanted and replaced. Patient was stable.